Manufacturer narrative:
Sanofi company comment dated 23-mar-2022: this case involves an elderly female patient who was little handicapped while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited available information, causal relationship between the event and suspect product was assessed as not reportable because the underlying cause and other details for the event were missing. However, case would be re-assessed when further information regarding patient¿s past medications, concomitant medications, concurrent clinical presentations, and other risk factors becomes available.

Event description:
Little handicapped [handicap]. Case narrative: this case is linked to case (B)(4) (multiple devices). Initial information was received on 16-mar-2022 regarding a solicited valid serious case from patient's husband, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc. This case involves an elderly female patient who was little handicapped while being treated with hylan g-f 20, sodium hyaluronate [synvisc] (2nd injection). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2015, the patient received 2nd synvisc (hylan g-f 20, sodium hyaluronate) 16 mg/2ml injection at dose of 2 ml thrice (lot - n1306, expiration date: unknown) (route, frequency, indication: unknown). Patient's husband mentioned on a sanofi reminder call that his wife is a little handicapped (disability) (medically significant and was leading to disability and intervention required). He then hung up the telephone and no other information was provided. Action taken: unknown. It was not reported if the patient received a corrective treatment for the event (little handicapped). At time of reporting, the outcome was not recovered for the event little handicapped. Reporter causality: not reported. Company causality: not reportable. A product technical complaint (ptc) was initiated on 18-mar-2022 for synvisc. Batch number: n1306; comet (full form not specified) compliant ID number: (B)(4). Sample status: not available. Ptc stated: the production and quality control documentation for lot number n1306 expiration date (2016-01) was reviewed. The investigation showed that the product met specifications. No associated non-conformance's were noted. Based on the lot # (number) batch record review & lot number frequency analysis for lot # n1306 no CAPA (corrective and preventive actions) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 30-mar-2022 there are11 complaints on file for lot number n1306 and all related sublots. 9 complaints are on file for lot number n1306: (9) adverse event reports. 1 complaint is on file for lot# n13061: (1) adverse event report. 1 complaint is on file for lot# n13062: (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop (standard operating procedure) rdg-sop-000440 (full form not specified) "product event handling" to determine if a CAPA is required. Final investigation complete date was 12-apr-2022 with summarized conclusion as no assessment possible. Additional information was received on 12-apr-2022 from the quality department. Global ptc number and ptc results added. Text amended accordingly.